Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head breaks off/crumbles [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that she'd already used a number of oral-b brushheads, version unknown where the head broke off/crumbled. She stated that she'd never had any problems with that before. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) -2017 received consumer's follow-up e-mail: the consumer reported that the breaking happened during brushing. She purchased 2 packs of 4 brush heads at the time, and 5 brushes were already broken. No further information was provided. On (B)(6) -2017 received consumer's follow-up e-mail: the consumer reported that she tried to scratch the logo with a coin, but nothing happened. She had saved one brush and could send it. No further information was provided.

Manufacturer narrative:
11-jan-2018 product investigation results: reporter returned toothbrush head on 10-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Head of brush head breaks off/crumbles [device breakage] no adverse event [no adverse event] product counterfeit [product counterfeit] case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on 03-dec-2017 that she'd already used a number of oral-b brushheads, version unknown where the head broke off/crumbled. She stated that she'd never had any problems with that before. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 06-dec-2017 received consumer's follow-up e-mail: the consumer reported that the breaking happened during brushing. She purchased 2 packs of 4 brush heads at the time, and 5 brushes were already broken. No further information was provided. 07-dec-2017 received consumer's follow-up e-mail: the consumer reported that she tried to scratch the logo with a coin, but nothing happened. She had saved one brush and could send it. No further information was provided.